Event description:
During routine testing at installation of unit. Ohmeda service representative noted output of vaporizer was not within specification. Investigation/conclusion: the vaporizer was returned for investigation. The unit was tested and the output was found to be low to specification. Inspection of the vaporizer revealed that the thermostat cover gasket was fit in such a way that the inner edge of the gasket was causing interference with the thermostat flapper plate movement. Proper assembly methods for thermostat rebuild have previously been reviewed. Addl, work instructions were previously amended to include addl steps to help prevent thermostat cover gasket interference. This is the second MDR involving a warranty tec 5 vaporizer wherein the cause was a misplaced thermostat cover gasket since the work instructions were revised approximately 5 months ago.